Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a lead revision due to lead dislodgement. The right atrial lead was implanted on friday (B)(6) 2018 and over the weekend, the lead dislodged and ended up in the right ventricle. The lead was explanted and replaced successfully. The patient was reported to be in stable condition post procedure.